Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the pump touchscreen cracked. The customer stated that following the touchscreen being cracked the pump battery was observed to be depleting quickly. Reportedly, the pump battery depleted from 100% to 5% within one day. Customer reported blood glucose (bg) level was 250-300 (mg/dl). A bolus was administered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.